Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided, the sodium result for 1 patient sample was a reportable malfunction. The original sodium result was 146.2 mmol/l with a repeat result of 151.9 mmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was not provided. The customer mentioned having other discrepant ise results from all of their systems, but they believed the issues were due to samples being left out uncapped for an extended period of time due to the high temperature in the laboratory. No specific data was provided. The customer did state that the instrument is now running okay. The investigation did not identify a product problem. The cause of the event could not be determined.